Event description:
Procedure was a cysto/turp. Bovie settings 300 cal 150 coag. Circulating nurse reported that a circon acmi cutting loop 26 fr wire broke off in bladder at onset of procedure. Retrieved by surgeon at the end of procedure and removed from the bladder. Acmi rep notified. Have since had another loop break prior to starting case. Pulled all lot # out of svc.